Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the insulin pump near the battery compartment and broken battery tube threads.

Event description:
It was reported that the insulin pump had cosmetic damage and there was a crack around battery compartment. Customer's blood glucose level was 10.3 mmol/l. Troubleshooting was provided. Customer stated that the insulin pump fell in the tub after she slipped and insulin pump was cracked around battery compartment and there was moisture in the battery compartment when she took out the battery. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.